Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began remedial therapy with fortum (1gm a day), vancomycin (every 5th day) and amikacin (40mg a day). Action taken with dianeal and extraneal therapies was not reported. Remedial therapy with fortum, vancomycin and amikacin was ongoing. The event of peritonitis was resolving. Concomitant medication was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.